Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump fell into the toilet due to not being on a belt clip which broke a few months prior. Customer reported that insulin pump began to beep but was not sure with which alarm. Customer's blood glucose was 500 mg/dl. Customer was not able to clear button error alarm. Customer was advised that insulin pump would need to be replaced.